Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Visual examination of the provided pictures identified show the cup implanted with no significate damage noticed, the head shows discoloration and was not returned so its unknown if the discoloration is corrosion as reported, no other visible damage could be observed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03139.

Event description:
It was reported the patient underwent a hip revision for a head and liner exchange on a mclaughlin +5 cup. Explanted a metal 40mm head and there was significant trunionosis around the explanted head (inside and out) and around the neck trunnion of the stem. Patient previously had complained of pain. No additional information.